Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. No lot release records were reviewed, as the product lot number was not provided. We are unable to determine if any product condition could have contributed to the reported event. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.4. Hardware: iphone13.2. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported seeking medical attention in early march due to vomiting, dehydration, and blood glucose levels in the high 300s (mg/dl) range. The patient received treatment consisting of four bags of intravenous fluids and was diagnosed with dehydration. The patient reported removing the pod prior to presenting to the hospital. The patient was unable to confirm whether the need for medical attention was related to the pod. The patient did not recall the exact date of the hospital visit, length of stay, or discharge date; therefore, this information is unavailable. The patient no longer had the pod available for evaluation and had deleted the application; therefore, device data, including alarms, user logs, and glucose records, are unavailable. The patient was unable to recall additional details regarding pod performance; therefore, device performance characteristics cannot be determined.